Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Bottom section of the brush head fell off in mouth; brush head broken [device breakage], brushes for about 7 minutes once a day [intentional device misuse], no adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the bottom section of the oral-b dual clean brushhead had fallen off in his or her mouth. The consumer brushed for about 7 minutes once a day, and the brush head had been used for 6 weeks before it had broken. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Bottom section of the brush head fell off in mouth; brush head broken [device breakage]; brushes for about 7 minutes once a day [intentional device misuse]; no adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the bottom section of the oral-b dual clean brushhead had fallen off in his or her mouth. The consumer brushed for about 7 minutes once a day, and the brush head had been used for 6 weeks before it had broken. No symptoms developed. 28-mar-2016 received follow-up: the consumer reported that the product had been discarded. No further information was provided.